Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2016-00292. It was reported the patient underwent the trial procedure on (B)(6) 2016. During the procedure, the patient experienced difficulty breathing. The physician and the hospital staff restored the patient's breath but it was unsure what was done. The patient had effective therapy post operatively.